Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave catheter there were white marks and water damage on the device. When the package was first opened the issue was noticed. There was no functional issue with the catheter. Further information about the procedure or use of the device was not provided. It is not known if the catheter will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. However, analysis of picture of the device revealed it is possible to observe the device with white material which is potential adhesive. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave catheter there were white marks and water damage on the device. When the package was first opened the issue was noticed. There was no functional issue with the catheter. Further information about the procedure or use of the device was not provided. It is not known if the catheter will be returned for analysis.